Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, a scratch from the root of the haptic to the front of the center of the optical section was confirmed after implantation. The surgery was completed without product replacement. The sample is not available for return as it was still implanted in the patient's eye. Additional information has been requested and received that the surgeon suspects both iol and cartridge. No health hazard at this time.

Manufacturer narrative:
Video shows iol(intraocular lens) implantation with company cartridge. Iol and cartridge preparation is not recorded. Iol is advanced at the wound guard, iol position for the advancement appears to be in a correct position. Iol is implanted and a large mark/ line is visible over the iol optic. Based on our observation of the attached video, a large mark/ line is visible over the iol optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastic leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).